Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed out all supplies to resolve the issue. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a manual correction injection.